Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was properly installed in the tube at the delivery device, during the separation, the seal is caught in the middle of the delivery device and does not come off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is now available to return.

Manufacturer narrative:
The device was returned to the factory for evaluation on 20nov2020. Photograph from the account shows that delivery device was returned outside loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. Investigation was performed on 14dec2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. Delivery device was returned outside loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. No crack/delamination of seal was observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. . The lot # 25153463 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was properly installed in the tube at the delivery device, during the separation, the seal is caught in the middle of the delivery device and does not come off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was properly installed in the tube at the delivery device, during the separation, the seal is caught in the middle of the delivery device and does not come off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.